Manufacturer narrative:
H10: per good faith effort (gfe) response received 22dec2023, the authorized service provider (asp) engineer was not able to evaluate or repair the device as the device was out of warranty, and the customer refused service; therefore, no work order was generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporter phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen would not allow an oxygen concentration adjustment. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer reported that the touchscreen would not allow an oxygen concentration adjustment during patient use and requested to have the touchscreen replaced.